Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history. Device history lot: part: 323.062, lot: 9900932, manufacturing site: (B)(4), release to warehouse date: 21 april 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for left clavicle shaft fracture with the drill bit in question. During distal locking, the surgeon had difficulty in drilling the bone because the drill bit was dull. The surgeon used another drill bit. There was no surgical delay. No further information is available. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).